Event description:
I am reporting a problem with a dexcom g7 continuous glucose monitor. The device triggered a low glucose alarm indicating hypoglycemia. In response, I consumed fast-acting sugar (chocolate). However, despite repeated intake, the cgm readings continued to decrease rather than rise. The readings did not correlate with expected physiological response to carbohydrate intake and may have been inaccurate. This created a potentially dangerous situation, as I was prompted to continue consuming sugar unnecessarily. This could lead to overtreatment, hyperglycemia, and confusion about actual glucose status. The device's behavior may pose a safety risk if patients rely on it for treatment decisions.